Event description:
It was reported that pump experienced malfunction that caused screen to go dark and not turn on, and when power was connected pump restarted and displayed malfunction code 16 associated with field correction. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged replacement pump under warranty.